Event description:
It was reported to philips that the system shutdown unexpectedly, which would impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use at the time of the event, which occurred during diagnosis. The procedure was completed by moving patient to another room. It was reported that the system shutdown unexpectedly. Upon further inspection, the business unit reviewed the logfiles and discovered that the room had a complete loss of incoming power, leading to the system shutting down. Fse restarted the system. After that, the system was returned to use in good working. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.